Event description:
A customer reported that donor samples were resulting as rh negative with the group assay on the galileo echo ((B)(4)).

Manufacturer narrative:
A review of the image files showed that no sample and/or reagent were dispensed into the anti-d series 4 and anti-d series 5 test wells. The customer replaced the reagents on the instrument with new vials (same lot). Repeat testing was performed and samples again resulted as rh negative. An immucor field service engineer replaced the probe and adjusted the res vol. Group screen qc was performed with failing results. The peri-pump was found to be leaking and was replaced along with the pbs filter. The wash manifold and probe wash tower screen were cleaned. The group screen qc continued to fail. The pbs container was washed and the instrument flushed out with di water. The group screen qc was performed and the expected results were obtained. Two samples were tested and the expected positive results were obtained. The instrument is operating within specifications.